Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "almost fell out" of their chair after experiencing "jolt or something". The patient queried if their implantable pulse generator (ipg) was "defective". The ipg remains in use. No further patient complications have been reported as a result of this event.